Manufacturer narrative:
Device not returned.

Event description:
It was reported the customer experienced an elevated blood glucose(bg) of over 500mg/dl. A specific blood glucose value was not provided. Reportedly, the elevated bg was due to the customer not having a continuous glucose monitor session going on the pump. Multiple follow up attempts were performed to obtain additional information, however, customer did not respond.